Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 731603) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, joint pain and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and postmenopausal haemorrhage ("postmenopausal spotting"). The patient was treated with surgery (da vinci robotic removal of essure micro-inserts, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia and postmenopausal haemorrhage outcome was unknown. The reporter considered arthralgia, pelvic pain and postmenopausal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received : previously reported event "injury nos" updated to "pelvic pain", medical history, reporter added. New event added: postmenopausal spotting and joint pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the mucosa') and pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, joint pain and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("joint pain") and postmenopausal haemorrhage ("postmenopausal spotting"). The patient was treated with surgery (da vinci robotic removal of essure micro-inserts, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, back pain, arthralgia and postmenopausal haemorrhage outcome was unknown. The reporter considered arthralgia, back pain, embedded device, pelvic pain and postmenopausal haemorrhage to be related to essure. The reporter commented: autoimmunity studies- ana: positive (abnormal) weight (in kg): 69.1 kg. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: beta human chorionic gonadotropin quant: 1 mlu/ml. Lot number: 731603 manufacture date:2010-04 expiration date: 2013-04. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event added: lower back pain. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('embedded within the mucosa') and pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 731603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, joint pain and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and postmenopausal haemorrhage ("postmenopausal spotting"). The patient was treated with surgery (da vinci robotic removal of essure micro-inserts, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, arthralgia and postmenopausal haemorrhage outcome was unknown. The reporter considered arthralgia, embedded device, pelvic pain and postmenopausal haemorrhage to be related to essure. The reporter commented: autoimmunity studies- ana: positive (abnormal). Weight (in kg): 69.1 kg. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: beta human chorionic gonadotropin quant: 1 mlu/ml. Lot number: 731603 manufacture date:2010-04 expiration date: 2013-04 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received. Reporter information added. Event: embedded within the mucosa added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 731603) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, joint pain and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain") and postmenopausal haemorrhage ("postmenopausal spotting"). The patient was treated with surgery (da vinci robotic removal of essure micro-inserts, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, arthralgia and postmenopausal haemorrhage outcome was unknown. The reporter considered arthralgia, pelvic pain and postmenopausal haemorrhage to be related to essure. Lot number: 731603 manufacture date:2010-04 expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jan-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.